Event description:
It was reported by a neurologist that high lead impedance was received on a normal mode test. The neurologist reported that system diagnostics were "impossible" to perform and the near end of service flag was no on the generator. X-rays were advised to be performed on the patient, but wasn't sent to the manufacturer for review. The area representative indicated that x-rays were analyzed by the neurologist and cause of the high impedance was unknown. Additional information were received that patient underwent to surgery for generator's prophylactic replacement. Lead impedance was high with the new generator as well; they noted that the lead was broken. The lead wasn't replaced due to limited time and another surgery will be scheduled for lead revision. Good faith attempts to obtain product information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.